Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11001r23, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal compounded baclofen (concentration 150mcg/ml; dose 28.99mcg/day), morphine (concentration 7.5mg/ml; dose 1.4493mg/day), clonidine (concentration 1450mcg/ml; dose 280.2mcg/day), and bupivacaine (concentration 30mg/ml; dose 5.797mg/day) via an implantable infusion pump. Patient medical history included pain. A catheter break/cut was reported with an onset date of (B)(6) 2015. The pump was at 3 months until elective replacement indicator (eri) and during routine pre-operative catheter access port (cap) contrast dye study on (B)(6) 2015, a catheter fracture was found at the ligamentum flavum with free floating catheter in the spinal fluid. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported. Event outcome was resolved without sequelae as of (B)(6) 2015.